Manufacturer narrative:
The customer indicated the device was discarded. The issue of split or burst tubing when using power injectors was evaluated under a formal investigation. It was determined that this is not a mfg or materials defect. It was communicated to the customer that standard i.v administration sets are intended for general infusion and not recommended for use with power injections. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a tubing rupture while in use with a power injector; subsequently blood loss was noted. It was reported that during the pt's CT scan, the tubing set was being used to deliver 90ml of omnipaque 350, at a rate of 4ml/min, via a power injector. The male adapter of an unspecified power injector tubing was connected to the clave port of the tubing set. The spin-loc male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time during the contrast injection, the tubing ruptured between the spin-loc male adapter and the clave port. An unspecified volume of blood loss was noted. It was reported that for an unspecified reason, the pt's IV catheter was removed and a new access site was established. The tubing set was replaced; however, the pt refused to repeat the procedure. The pt was transferred to the emergency dept. It was reported that the pt returned to the radiology dept the following day and the procedure was completed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.